Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was flipping. Per fluoroscopy, it was seen that the pump had turned backwards or upside-down. The catheter had also coiled somewhat. It was stated that a revision had been scheduled for the next week. The device system was infusing sufentanil. (Refer to manufacturer's report #3004209178-2013-06579 for information pertaining to the first pump revision) it was reported that the issue had not been related to the pump infusion system. The event was attributed to the loose anchoring of the pump. It was reported that as surgical intervention, there had a surgical anchoring of the pump. There had been no hospitalization and the patient recovered without sequela.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8551, lot # 61149644, implanted: (B)(6) 2012, product type accessory. (B)(4).